Event description:
Additional information received reported the pipeline was prepared and hydrated, and catheter flushed continuously per the instructions for use. The pipeline was deployed successfully so the procedure was completed successfully; the delivery wire could not be retrieved from the catheter after successful pipeline stent deployment. Ancillary device: stryker xt27 catheter.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped2-450-20, lotno: d006426 as found condition: the pushwire was returned stuck inside the distal segment of the xt-27 catheter, within the inner pouch, bio-hazard bag, and shipping box. The pipeline flex shield braid was not returned. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was accordioned from 4.0 cm to 15.2 cm from the distal tip. No other anomalies were noted. Testing/analysis: the catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, the resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pushwire was returned stuck inside the distal segment of the xt-27 catheter. The pushwire and catheter were found to be damaged. The observed damage to the catheter (accordioning) and the hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to retrieve the pushwire through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during the procedure. However, the customer indicated that a continuous flush was used; it was ruled out as a potential cause. In this event, the vessel tortuosity could not be ruled out as a possible cause of the resistance during retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex embolization device was deployed successfully but the delivery wire could not be pulled back into the micro-catheter. It was unknown if the pushwire was damaged. The pipeline was used for an approved (on-label) use. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury.